Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2025, it was determined via neuromonitoring that patient lost lower motor function due to spinal cord injury. The patient recovered and was successfully implanted on (B)(6) 2025.